Event description:
It was reported that during an implant procedure, it was difficult to insert the lead into the header block. Three attempts were made without success. It was stated that the setscrew would only turn slightly and would not go down onto the lead. The physician reportedly kept hearing clicks while attempting to tighten the screw down. The implantable neurostimulator (ins) was replaced and the issue was resolved. The lead was inserted on the first attempt with the replacement ins. It was reported six days later that the issue was thought of as an out of box failure. There was no patient injury associated with the event.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Analysis of the device, model# 3058, sn (B)(4), found the setscrew to be backed out too far. During the analysis the setscrew was able to be tightened onto a known good lead with a known good torque wrench.

Manufacturer narrative:
(B)(4)